Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received multiple, intermittent minimum fill messages. Reportedly, the customer filled the cartridge with 300 units of insulin. Additionally, per pump labeling instructions, the customer removes the air from the cartridge prior to filling the cartridge with insulin, does not overfill the cartridge, and uses room temperature insulin. There was no impact to the customer's blood glucose level. It was confirmed that the customer will use manual injections for alternate insulin therapy.